Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had a difficult to move plunger. The following information was provided by the initial reporter: " it was reported by the health professional that there was an increase in pressure required to administer the saline flush. "

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had a difficult to move plunger. The following information was provided by the initial reporter: " it was reported by the health professional that there was an increase in pressure required to administer the saline flush. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/23/2021 h.6. Investigation: it was reported by the health professional that there was an increase in pressure required to administer the saline flush. To aid in the investigation, two used samples with no packaging flow wrap were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306546, lot number 1084395. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h.10